Manufacturer narrative:
Initial and final MDR 1911292- MDR 3003442380-2024-14052- device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use. The blood glucose level of the patient was low which was treated by consuming carbohyderates. The issue occurred with seven similar types of infusion sets used for two hours to three days. No further information available.